Event description:
It was reported to medtronic minimed that the customer experienced issue with pump, had to change out batteries within 7 days, rejected new batteries, sounds louder during rewind, random no delivery alerts. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1880, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. Unomedical was requested and customer response was the device will be returned. Mmt-1880 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. Product return status for mmt-332a is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm, low battery alert, rewind anomaly or failed battery test alarm noted during testing. Pump successfully downloaded to thump. No failed battery test alarm found in the pump history file/trace on the event date 04-feb-2025. No unexpected no delivery alarm found in the pump history file/trace. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert (104) on 04-feb-2025 at 04:51:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked select button keypad overlay, scratched case and minor scratched lcd window. No delivery/occlusion alarm, charge/battery lasts less than expected, failed batt test alarm or rewind anomaly was not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.